Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the drive support cap. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and passed off no power test. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, missing end cap sticker, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.